Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a bariatric roux-en-y procedure, the device was being used for the jejunojejunostomy. The first firing with a white cartridge was fine. On the second firing with a blue cartridge, the firing trigger would not squeeze plastic to plastic. The device fired three-fourths of the way and stopped. When the device was released, the staples that deployed were loosely formed. The entire staple line had to be over-sewn which extended the case by approximately fifteen minutes. Case completed with a like device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m5616l. The analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/10 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reported event could not be confirmed as no malformed staples were noted during functional testing.